Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited noise causing oversensing. The patient was asymptomatic and would return for reassessment. The lead remained implanted.